Event description:
The service technician alleged the brake caster was not holding. There was no patient impact.

Manufacturer narrative:
The technician replaced the brake casters to resolve the issue.